Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.

Event description:
It was reported that the pacing impedance had been rising steadily since implant, and was now at high levels. Capture threshold had also risen in the same time frame, and nine short intervals and "several" nst (non-sustained tachycardia) episodes had been noted over the past three months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lea, (B)(6)2011.